Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g3, h2, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of universal cable. In addition, the following reportable malfunctions were identified during the device evaluation: rigid tube was dented, outer cover was loose and malfunctioning. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video scope had defective image, noise appeared. There were no reports of patient harm. The issue occurred during a therapeutic procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.